Manufacturer narrative:
A complete lead was returned in one piece measuring 51.6 cm. A stylet could not be fully inserted into the lead due to the inner coil being over-torqued at the connector region consistent with procedural damage. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, the stylet was unable to be inserted into the newly used lead. The lead was replaced and the procedure was completed successfully. The patient was stable.